Event description:
In the course of a therapeutic exchange procedure, utilizing the cobe spectra apheresis device, a mfg defect was observed in the disposable kit supplied for this device. A roller clamp was present on the wrong line and was missing from the line through which normal saline is infused to the pt. Infusion of too much saline can have a serious adverse effect in certain pt populations.

Event description:
Caller states pt tested 1.1 inr on the coaguchek xs system while a comparison lab returned as 2.4 inr. No action taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.